Event description:
It was reported that the patient underwent a procedure wherein cervical leads were added due to an unknown reason and the ipg was replaced to accommodate the leads. The explanted ipg will not be returned as it was discarded by the medical facility. Additional information was received that the patient had thoracic leads added to address new pain area. The patient was doing well postoperatively.

Event description:
It was reported that the patient underwent a procedure wherein cervical leads were added due to an unknown reason and the ipg was replaced to accommodate the leads. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.